Manufacturer narrative:
E1: (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, olympus confirmed the puncture needle distal end sheath was bent, and the metal coil was distorted, however the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use aspiration needle exits from the side. The issue occurred during inspection for use for an unknown procedure that was completed with a similar device. There was no report of patient harm.